Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. It has been over six (6) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the error code e433 and assumes conditionally that a faulty foot switch caused the error. The generator board slightly corroded was confirmed however, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the hf unit "esg-400" displayed error code e433. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.